Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that post implantation of an intraocular lens (iol) the patient experienced decreased vision. The iol was replaced with another lens 79 days following the initial procedure. Additional information has been requested.